Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient reported that it was like they had a bone generation disease and it was really affecting them bad. The patient's discs were degenerating.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8784, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving fentanyl of an unknown concentration and dose via an implantable infusion pump for spinal pain. It was reported that when the patient was on the pump, the pain was getting very, very strong, extremely strong 2 and a half to 3 months ago and it was "more than it had ever gotten" and her healthcare professional (hcp) thought she just wanted more medicine. The patient said that she reported her pain to her hcp and they did an MRI, but she had not heard anything back about the results of the MRI. The patient also said that her hcp thought that there might be a bone broken "back there". The patient mentioned she worked hard to stick to a regime, but because of the pain it was so bad and she could not sleep or walk or do anything. The patient also reported that they inflated her lungs and there could be scar tissue or a "spot" on her lungs 3 months ago. Fentanyl had done wonders for the patient. No further complications were expected or anticipated. Additional information was received from a consumer on (B)(6) 2017. It was reported that the patient had a lot of pain "continuous with the pump" and felt like the pump wasn't working. The patient's hcp had reportedly given her percocet, which she was taking because she felt the pump wasn't working. It was stated that the patient was not good with pills because it was too easy to access and take more than she was supposed to. It was noted that the patient got relief once in a while, but felt "something was tangled because it just didn't seem to work." It was further noted that about a month ago (relative to (B)(6) 2017), they took the fentanyl out of the pump and put in saline. It was confirmed that this was the same date that the patient got the MRI. It was noted that a week or a week and a half before the drug was pulled out, the patient experienced pain. It was unknown if the onset was sudden or gradual. The patient was still looking for a hcp to fill the pump.